Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error code. Analysis also noted that the battery drawer was corroded, the main printed circuit board (pcb) screw was loose, one space tube was missing, and a non-original screw was installed on the pcb by a third party. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed and error code. The epg was returned for service and subsequently tested out of specification during manufacture's analysis. No patient complications have been reported as a result of this event.